Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds; the pacing impedance became increasing steadily but remains within range. Clinic is considering lead replacement. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.